Event description:
Was reported via repair work order that the bed lift was drifting due to malfunction cpu board and lift drive tube. It was further reported that the litter cover and head end bumpers were damaged with exposed sharp edges. It was also reported that foot section loss stability due to broken weld. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.